Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the external pulse generator's (epg) rate was not accurate when doing sensing tests. Several attempts were made, but the same result was received. The rate was set to eighty, but would only measure fifty four. The caller was walked through the testing steps, but the rate continued to be inaccurate. The caller stated that the unit would be removed from service. There was no patient involvement.